Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that she changed the battery on the insulin pump and the now the screen is blank. Customer stated that she changed the battery because it was alarming low battery when she woke up. Customer stated that the battery compartment and spring were not damaged or corroded. Customer has a new aaa alkaline battery to test with the pump. Customer inserted the battery and stated that he display did not return. Customer inserted the battery again after letting the pump rest. Customer stated that the display went blank again and the self test could not be completed. Customer stated there was also a long steady beep or constant tone. Customer stated that the constant tone disappeared after a new battery was inserted. Customer was advised that the pump will need to be replaced since the self test failed. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked display window.